Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event the upper case was broken. It was also noted that the lower case was contaminated and broken, the heart block, battery drawer end cap, battery drawer o-ring, heart lead flex and two printed circuit board (pcb) screws were contaminated, and the side bail covers, ring cover, ring cover screw, side bails and ring were missing. (B)(4).

Event description:
It was reported the front case of the external pulse generator (epg) was damaged. The epg was returned for repair and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.